Event description:
New information received indicates the lead was destroyed in the extraction process.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to reposition the right ventricular (rv) lead for a more adequate position, it was found to be stuck in the septal wall and the lead's helix could not be retracted. The physician elected to cap the lead. On (B)(6) 2025, the patient presented for a lead extraction procedure. The lead was explanted and successfully replaced. There were no patient consequences.